Manufacturer narrative:
MDR submission per CAPA (B)(4).

Event description:
The customer reported touchscreen unresponsive. No further information on this case is available.

Event description:
The customer reported touchscreen non responsive and battery issues. There was no patient involvement.